Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. A cartridge change was performed resolving these issues. In addition, it was reported that there was a piece of white septum in the syringe. A supply change was performed and insulin delivery was resumed. Customer's blood glucose level ranged from 350-400 mg/dl.